Event description:
January 25: customer reports during procedure, the table movement failed. Customer provided no procedure and patient information other than to say the procedure was completed. No reported injury.

Manufacturer narrative:
Field service engineer troubleshot to the 24v dc power supply. Fse replaced the power supply found buzzing and not regulating voltage. Fse then verified proper operation of the table per the hut dr service manual. Unit passed operation verification and was returned to full service by the customer.